Event description:
It was reported that the rv lead was capped due to an apparent lead fracture. The doctor attempted to explant the lead, but was unable to get the helix to retract. No patient complications were reported as a result of this event.